Manufacturer narrative:
Analysis was performed by philips bench repair service personnel which included functional testing of the device. The results of the analysis confirmed the spo2 readings were not accurate. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty spo2 board and adapter. The issue was resolved by replacing the rainbow spo2 board and the rainbow spo2 adapter board. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the sp02 will not provide accurate readings. It is unknown if the device was in use at time of event, and there was no adverse event reported.